Event description:
Follow up information received reported that the patient outcome from the event was "okay". If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2012-(B)(6), product type lead product ID 3777-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2012-(B)(6), product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, patient product ID 3550-39, product type accessory product ID 3550-39, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead, model # 3777-60, serial # (B)(4), found the lead body outer insulation cut. No significant anomaly. Analysis of the device, model # 37712, serial # (B)(4), found the device to be overdischarged and permanently damaged. No significant anomaly. Analysis of the lead, model # 3777-60, serial # (B)(4), found the lead body outer insulation melted, suspected cautery artifact. No significant anomaly. Analysis of the two anchors, model #3550-39, found no significant anomaly.

Event description:
It was reported the patient had loss of stimulation/therapeutic effect. The patient stopped using the device. It was noted the device was functioning "ok" but just not relieving patient's pain. It was reported patient wanted his spinal cord stimulator (scs) out. Device was explanted. Patient status was not available as the time of this report. There were no patient symptoms/injuries related to the event. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.